Event description:
Patient identifier: (B)(6). Date of event: best estimate (B)(6) 2013. According to the information received, a user reported bleeding and urinary tract infections after using the catheters. After two months of using catheters, the end user describes the incidents as follows: every 5-10th catheter has a bubble on the tip of the catheter. Some of the catheters were rough and she felt pain inserting them. Sometimes she started bleeding. She is in her third treatment for urinary tract infection since she started using the catheters. There has been a pause between the 3 uti´s. She received treatment with antibiotics, which treated the infection. After the treatment ended a new infection started.

Manufacturer narrative:
Catheter samples were returned and a friction test (via finger method) was performed on 3 items. No deviation was found during the test. The catheters arrived opened and because of this we could not perform microbiological testing. Daily microbiological testing is performed on the catheters. Records indicate that on the producing day of this work order microbiological testing was conducted and passed on a different lot of catheters. These 'gel bubbles' at the end of the catheters is a normal side effect of the producing process. The catheters are in upside down position in the coating machine and therefore more coating material remains at the tip of the catheter. This coating bubble doesn't create any additional harm for the users and doesn't affect the sterility of the product. Based upon the testing of the returned product, this complaint cannot be confirmed as reported and the cause of the reported event is unknown. If additional information becomes available, a follow up report will be filed.